Event description:
Leakage from the abdominal catheter was noted during implantation. The abdominal catheter was replaced and the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that only the catheter (3 parts) was returned to codman switzerland for investigation. The 3 parts of catheter were visually inspected: the extremities of the 3 parts of catheters were clear cut, not tear were noted. The 3 parts of catheter were irrigated with purified water. No occlusion and no leakage were noted. Review of the history device records confirmed the valve product code 82-3832, with lot crfccg, conformed to the specifications when released to stock on the 27th june 2014. No root cause could be determined for the problem reported by the customer, as no problem was found with the catheter. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.